Event description:
It was reported that prior to initial implant procedure, the insertable cardiac monitor was unable to be interrogated and exhibited low battery alert potentially due to low temperatures. The icm was not implanted on (B)(6) 2025. There were no patient consequences.